Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The patient reported experiencing high blood glucose levels in the 300's mg/dl. The blood glucose level was 406 mg/dl. The customer treated the high blood glucose levels with a bolus. The last blood glucose level was 215 mg/dl. Nothing further reported.